Event description:
During a cataract extraction procedure, this phacoemulsification handpiece shorted out. The problem was intermittent and the handpiece was able to be used to complete the procedure.